Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Customer complaint of under sensing was not confirmed. The device was received with battery at end of service (eos) level. New battery was installed to performed analysis. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed, and device battery depletion was normal based on device usage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the implantable cardiac monitor was explanted. Patient status was not known.